Event description:
It was reported by the patient that they were feeling vibrations around the area where their implantable cardioverter defibrillator (ICD) was implanted. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.